Event description:
Multiple malfunction alarms were reported. There was no reported adverse impact on the customer's blood glucose level. The customer declined to share information regarding backup therapy for insulin delivery.